Event description:
It was reported an asymptomatic patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. The patient was presented for the rv lead revision and during the procedure, the insulation of the rv lead was visually found to be damaged. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.